Manufacturer narrative:
Follow-up #3: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 3 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #4 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation: in q1 2018, there were 5 instances of battery compartment failures found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #8: date of submission: 10-jul-2019. Device analysis: in quarter 2 of 2019, there were 2 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 667 allegations of a malfunction, 352 pumps were returned to animas and investigated. Of the investigated pumps, 345 were found to be malfunctioning due to damage to the battery compartment. During investigation for unrelated allegations, there were 554 additional battery compartment failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 667 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-85 years of age and between 19 and 310 pounds. Of the reported patients, 312 were male, 354 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there was 1 instance of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #1 04/21/2017 device evaluation: in q1 2017 there were 129 additional instances of battery compartment failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there were 25 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #6: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of battery compartment failure found during investigation. This report is processed under exemption number e2105053. This MDR report is part of the 227 pilot program.